Event description:
A consumer reported experiencing extreme light sensitivity that caused pain following bilateral intraocular lens (iol) implant surgery. A corneal specialist recommended orange tinted sunglasses, but they did not help. In a follow-up, the surgeon reported that the corneas are healthy (per a corneal specialist); visual clarity is fine for distance and near; everything about the lens is normal; and he does not think that explanting the lens would help the matter. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/07/2009 and 08/10/2009 by phone, fax and mail. A completed questionnaire was received on 08/17/2009. (B) (4). Photophobia. (B) (4). (B) (4).